Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that following an MRI their neck pain returned and they started to feel stim in a new different location. Prior to the MRI, the patient felt stim in the lower part of their neck and shoulders. Afterwards, they no longer felt it in their neck and shoulders but were feeling the stim in their hands, all the way to the end of their fingertips. (Captured in a separate pe) patient went back after two months to have the surgery redone because the wires slipped out and they experienced a loss of therapy. The patients ins is above his belt line and the wire goes up really high. Patient said his original fusion was c6 c7 but does not know the location of the wires. It is noted that the patient experienced a shoulder injury on ((B)(6) 2016) while doing a shoulder press, weightlifting and thought the wires came out again. The device was put into MRI mode and a MRI was performed. Indication for use is spinal pain but was being used to treat neck pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.